Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A depuy france supplier examined the returned instrument and confirmed the complaint. The root cause is attributed to heavy usage/wear out. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Inability to correctly cut through the glenoid bone, the reamer did not cut properly. A curette was used on the glenoid.